Event description:
It was reported that a pocket revision was completed. The leads were "pulled out" during the pocket revision. The implantable pulse generator (ipg) was repositioned and remains in use and the leads were explanted and replaced. Further follow-up was attempted and reason for pocket revision was not able to be determined. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).